Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor locking of the video connector. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred because the video connector was not properly locked, resulting in the color bar being displayed on the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed a color bar when the connector was shaken, and vertical lines appeared. The issue was identified during inspection for use. There were no reports of patient harm.